Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Device functioned properly. Scratched lcd window noted during visual inspection.

Event description:
Customer reported via phone call that he had high blood glucose. Customer's blood glucose was over 600 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.